Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was 90 mg/dl. The customer tried (B)(6) and other types of batteries but partial black screen did not disappear. The customer doesn't recall any significant event that could lead to the damage of the pump. The customer was advised that the device would be replaced and asked to revert to a backup plan.

Manufacturer narrative:
No unexpected missing segments/partial display anomalies noted during testing. The pump passed the self test and displacement test. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.